Event description:
It was reported the physician noted dissection after pre-dilation of the target lesion. The original assessment of the health care provider was a 50% residual stenosis with a grade a dissection. Reportedly, the health care provider used two lutonix percutaneous transluminal drug coated balloon dilation catheters to treat the long lesion. The health care provider noted the progression of a major flow limiting grade d dissection with 70% dissection and consequent vessel recoil post drug coated balloon angioplasty. The health care provider reportedly stented the target lesion to resolve the dissection, resulting in 0% residual stenosis. Information provided 14-april-2015 from an independent core lab for this clinical study device indicated the patient experienced a grade a dissection with 33% residual stenosis after the pre-dilation. After the use of two drug coated balloons, the dissection progressed to grade b with 35% residual stenosis. The residual stenosis progressed further to 36% post stenting with no dissection noted. The health care provided noted the dissection would have resulted from the use of any angioplasty balloon due to the pre-dilation dissection. There were no adverse patient effects reported.

Manufacturer narrative:
This is one of two products involved with the reported event and the associated manufacturers report number is 3006513822-2016-00061. Analysis: the samples were not returned to the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed this is the only dissection complaint associated with this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. Based on the instructions for use (IFU), the occurrence of a dissection is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported the physician noted dissection after pre-dilation of the target lesion. The original assessment of the health care provider was a 50% residual stenosis with a grade a dissection. Reportedly, the health care provider used two lutonix percutaneous transluminal drug coated balloon dilation catheters to treat the long lesion. The health care provider noted the progression of a major flow limiting grade d dissection with 70% dissection and consequent vessel recoil post drug coated balloon angioplasty. The health care provider reportedly stented the target lesion to resolve the dissection, resulting in 0% residual stenosis. Information provided (B)(6) 2015 from an independent core lab for this clinical study device indicated the patient experienced a grade a dissection with 33% residual stenosis after the pre-dilatation. After the use of two drug coated balloons, the dissection progressed to grade b with 35% residual stenosis. The residual stenosis progressed further to 36% post stenting with no dissection noted. The health care provided noted the dissection would have resulted from the use of any angioplasty balloon due to the pre-dilation dissection. There were no adverse patient effects reported. This is one of two products involved with the reported event and the associated manufacturers report number is 3006513822-2016-00061.

Manufacturer narrative:
The original sample was not returned for evaluation. The investigation was not complete at the time of this report. When the results of the investigation are complete, a supplemental report will be provided to the FDA. Information provided by (B)(4) represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product or procedural details to (B)(4).